Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced tape not sticking issue due to infusion set got tangled with their furniture and fell off from the site on (B)(6) 2026. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.